Event description:
Additional information from the field notes the patient's death was not device related. The patient was admitted to hospice house and the device was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient has deceased. There was no allegation from a healthcare professional that suggests the death was device related.

Manufacturer narrative:
(B)(4).